Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (lcd blank) was due to a failure isolated to an open f600 fuse on the ca board. The device was unable to power on. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.